Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. The device was filled with fluorouracil and sodium folinate. There was no patient injury or medical intervention associated with this event. No additional information is available.